Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported after a vaginal delivery; the patient lost about 600ml of blood. A bakri tamponade balloon catheter was placed transvaginally as treatment of postpartum hemorrhage (pph) the device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The user found that there was a leak when injecting water in the balloon and it could not be used normally. The balloon was removed immediately. The patient continued to lose approximately 900ml of blood. Total estimated blood loss of 1500ml. The procedure was completed with a new balloon. The patient received 2 units of red blood cell suspension, transfused within 30 minutes, followed by 600ml of fresh frozen plasma. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported after a vaginal delivery; the patient lost about 600ml of blood. A bakri tamponade balloon catheter was placed transvaginally as treatment of postpartum hemorrhage (pph) the device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The user found that there was a leak when injecting water in the balloon and it could not be used normally. The balloon was removed immediately. The patient continued to lose approximately 900ml of blood. Total estimated blood loss of 1500ml. The procedure was completed with a new balloon. The patient received 2 units of red blood cell suspension, transfused within 30 minutes, followed by 600ml of fresh frozen plasma. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The device was returned in an open package with label. Upon visual inspection, a pin hole leak was found in the balloon material. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed one other related complaints associated with the failure mode for the complaint device lot. It should be noted that due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.